Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. A visual and a tactile inspection was carried out on the returned device: a twist was found on the balloon at 65 mm from the proximal marker. The device was returned coiled with some kinks were noted on the shaft. No further issues were detected. The device was flushed and several attempts were made to advance a 0.018¿ guide wire through the device but these were unsuccessful due to the kinked shaft. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: some wrinkles and a slight change in the balloon profile were noted. Furthermore, a twist on the underneath guidewire tube was detected; - 4 bars: wrinkles were no longer visible but the change in profile was still slightly visible; - 7 bars: the change in profile was no longer visible. The twist of the guidewire tube was clearly visible; - 14 bars: wrinkles and the change in the balloon profile were no longer visible. The twist on the guide wire lumen was clearly visible. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an inpact pacific with a non-mdt 5fr sheath and a 0.018 guidewire to treat a 100mm lesion with low calcification in the right proximal superficial femoral artery(sfa). The device was prepped as per the IFU with no issues noted. The vessel had no tortuosity and a 6mm diameter. There was no issue advancing the device and it did not pass through a previously deployed stent. When the physician inflated the balloon he noted that the balloon didn't unfold completely. The balloon got stuck at about 3cm from the distal marker. Another drug coated balloon was used to complete the procedure. Please note that this device, in.pact pacific pta, is not marketed in the united states; however, it is similar to the united states marketed device in.pact admiral pta. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.